Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be "leakage during fill of catheter" with a potential route cause of " poor interface of tip with inflation valve." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. Swab surface of bard® ez-lok® sampling port with antiseptic wipe. Using aseptic technique, position the syringe in the center of the sampling port. Press the syringe firmly and twist gently to access the sampling port. Slowly aspirate urine sample into syringe and remove syringe from sample port. Unkink tubing if necessary and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. Follow established hospital protocol for specimen labeling and transport to lab." The device was not returned..

Event description:
It was reported that the sterile water syringe to inflate the balloon only had 1-5mls of fluid and the rest was air.